Manufacturer narrative:
Initial reporter occupation occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture of the six o¿clock strut superiorly and inferiorly and migration of the filter to the level of the right renal vein. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture of the six o¿clock strut superiorly and inferiorly and migration of the filter to the level of the right renal vein. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture of the six o¿clock strut superiorly and inferiorly and migration of the filter to the level of the right renal vein. The reported becoming aware of the events approximately eleven years and five months post implant. The patient also reported anxiety, abdominal pain, heart palpitations, unusual bruising, legs turn red with white blotches after standing for extended periods of time, leg pains and pressure with swelling and bulging veins related to the filter. According to the medical record the indication for the filter implant was a history of deep vein thrombosis. The filter was placed via the right internal jugular vein and deployed just below the renal vein inflow. A post procedure venocavogram showed the inferior vena cava (ivc) remained patent and confirmed the filter was just below the renal veins. The patient tolerated the procedure well. Approximately eleven years and five months post implant an abdominal/pelvic computed tomography (CT) scan was done to evaluate the filter. The images revealed a six o¿clock strut was fractured superiorly and inferiorly and migration of the filter to the level of the right renal vein. There was no tilt, and no perforation, the relation of the caval filter to the caval wall was grade 1 consistent with tenting. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Without images available for review the reported event could not be confirmed or further clarified. Anxiety, pain, heart palpitations, bruising, skin blotches, swelling, and bulging veins do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt). The filter was implanted via the patient's right internal jugular vein using ultrasound guidance. The filter was deployed just below the renal vein inflow. A post procedure venocavogram showed the ivc remained patent and confirmed the filter was just below the renal veins. The patient tolerated the procedure well. Approximately eleven years and five months after the index procedure an abdominal/pelvic computed tomography (CT) scan was done to evaluate the filter. The images revealed: the six o¿clock strut was fractured superiorly and inferiorly and migration of the filter to the level of the right renal vein. There was no tilt. There was no perforation, the relation of the caval filter to the caval wall was grade 1 consistent with tenting. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture and filter migration. The patient became aware of the reported events approximately eleven years and five months after the index procedure. The patient also reported that they experienced anxiety, abdominal pain, heart palpitations, unusual bruising, legs turn red with white blotches after standing for extended periods of time, leg pains and pressure with swelling and bulging veins.